Manufacturer narrative:
.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. The customer's blood glucose level was not impacted. Troubleshooting with tandem technical support was performed and touchscreen was functioning as intended. It was indicated that the customer would continue to use the pump until the replacement arrives.